Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed and analysis revealed normal depletion that meets at least 80% of expected longevity. The device actually met 98% of the expected longevity. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).